Event description:
It was reported that during a review of the recorded episodes for this implantable cardioverter defibrillator (ICD), technical services (ts) noted that the device delivered anti-tachycardia pacing (atp) and shock therapy for a suspected atrial driven rhythm. It was noted that therapy exhaustion occurred, and the rhythm was not converted. Ts recommended further in clinic review. No additional adverse patient effects were reported. This device remains in service.